Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to the sample being unavailable. A sample evaluation was not performed due to the unavailable sample. A batch review was not performed due to unknown lot number. A root cause was not identified due to insufficient information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a low drain volume alarm while using the homechoice (hc) during fill 1. The patient stated she noticed some air in the patient line and wanted to restart the setup with all new supplies. Gts assisted in ending therapy. Product surveillance contacted the patient who explained the sample was discarded and the lot information was not known. The patient stated she did not notify her nurse, but that she would. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.